Manufacturer narrative:
Concomitant: alinity cea, list 07p62, lot unknown. A field service representative (fsr) inspected the analyzer. The fsr completed multiple adjustments to the analyzer and successfully ran controls which demonstrated that the issue was resolved. A review of the service history for the analyzer identified no contributing factors. A review of tracking and trending data in the product monitoring review for the alinity processing module revealed no systemic issues or trends related to the result issue described in this complaint. Manufacturing documentation was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.

Event description:
He customer obtained falsely depressed cea and ca19-9 results while using the alinity I processing module. The following results were provided for a (B)(6) year old latin male patient: on (B)(6) 2020 sample 1: cea 2.25 ng/ml and ca 19-9 15 u/ml. On (B)(6) 2020 sample 2: cea 37.26 ng/ml and ca 19-9 282 u/ml. On (B)(6) 2020 sample 1 retested on a second alinity: cea 40.62 ng/ml and ca 19-9 379.22 u/ml. No impact to patient management was reported.